Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion in the light guide lens. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported compression of the insertion tube observed at the 60cm section during a diagnostic esophageal varices surveillance procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.